Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navigation system was not connecting to the imaging system. However, when the c arm imaging system was connected to the a different navigation system they could communicate. There was no patient present.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. It was reported that the rep was unable to replicate the reported issue. The rep was informed by the site radiologic technologist (rt) that the manufacture representative for the c-arm came to the site and changed the connector on the c-arm end and all worked fine. The hardware, software, and instruments passed the system checkout of the navigation system, there was no fault with the system. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.